Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he has not used stimulation nor has he recharged the ipg in approximately 3 years. As a result, the ipg will no longer communicate with external devices and the patient programmer displays an error message. Reportedly, the patient was referred to a neurosurgeon to address the issue. Surgical intervention may be undertaken as the next course of action.